Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/blunt plastic cann had foreign matter. The following information was provided by the initial reporter: material no: 303346. Batch no: 1043495. It was reported that plastic rubber pieces are breaking off into the vial when syringes are being used. Verbatim: cath lab manager came to patient safety to notify of the above concern: a nurse in the cath lab stated she has noticed on almost every single fentanyl that plastic rubber pieces are breaking off into the vial when she uses the above syringes. Concerns voiced as these meds are sometimes given intra arterial and concerns of drawing up small plastic pieces. When this was voiced we pulled all bd syringes at washington hospital. Safe being placed by patient safety manager.

Event description:
It was reported that syringe 3ml ll w/blunt plastic cann had foreign matter. The following information was provided by the initial reporter: material no: 303346, batch no: 1043495. It was reported that plastic rubber pieces are breaking off into the vial when syringes are being used. Verbatim: cath lab manager came to patient safety to notify of the above concern: a nurse in the cath lab stated she has noticed on almost every single fentanyl that plastic rubber pieces are breaking off into the vial when she uses the above syringes. Concerns voiced as these meds are sometimes given intra arterial and concerns of drawing up small plastic pieces. When this was voiced we pulled all bd syringes at washington hospital. Safe being placed by patient safety manager.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed the top view of a package from batch 1043495 (p/n 303346). One photo displayed a medication vial with a small cylindrical foreign matter particle. The particle appeared to be a piece of the septum. It is possible the product was not used with the appropriate septum. Potential root cause for the foreign matter defect is likely associated with the customer misuse. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.